Event description:
Hosp advised that the pump was being used on a surgical case. Alarm occurred, error code 407 was displayed, and channel d shut down. The anesthesiologist shut down the remaining channels and replaced the pump. There was no pt consequence.